Event description:
Event description cpi received information that during pre-use interrogation of a ventak mini hc implantable cardioverter defibrillator (ICD), the ICD exhibited a monitoring voltage indicating possible premature battery depletion. The ICD was returned to cpi for analysis.